Event description:
The customer observed false reactive alinity I hbsag results generated on the alinity I processing module for a 32-year-old female patient who is pregnant. The following results were provided: sid (B)(6). (B)(6) 2025 initial result 214.6 s/co, repeated 500 s/co. (B)(6) 2025 the confirmatory testing was done with beckman technique and the result was positive (no value provided). The customer ran plasma from the same patient and the result was 0.58 s/co (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The service representative reviewed the instrument logs, inspected the module, and performed troubleshooting procedures including part replacement. The alinity I processing module (03r65-01), serial number ai24448 was considered the cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.